Manufacturer narrative:
Med tech indicates that the vial to cell 19 had a normal appearance and the cap was still attached when the attempt to open it was being performed. Vial torque confirmed to be normal compared to all other vials to the panel. Unit used in the manufacture of (B) (4) cell 19 has been found non-reactive by an FDA approved test method for hbsag, hbcab, (B) (6) 1/2 plus o, htlv I/ii ab, hcv ab, t. Cruzi antibodies, syphilis and for hcv rna and (B) (6)-1 rna in a pool. (B) (4) : vial discarded.

Event description:
Customer reported that a med tech cut his finger while attempting to open cell 19 (donor (B) (6)), (B) (4). Med tech unsure if any of the reagent red cells entered the cut. Ocd's medical director has classified this event as a serious injury.